Manufacturer narrative:
The reported events are confirmed as they were found during a preventive maintenance service by the gfse. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that while preparing for preventative maintenance (pm) service, a getinge field service engineer (fse) observed that the tip of the doppler was broken. Since the event occurred during pm service, there was no patient involved and no adverse event was reported. A separate complaint for the reported display issue was requested to be opened.

Manufacturer narrative:
Additional contact details: (B)(6). It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "tip of the doppler" which was being under the broken stage. A getinge field service engineer (fse) had evaluated the unit during it's pm and it was being found that the doppler probe was being under the damaged condition. Fse replaced the doppler probe. Then the unit had passed all the performance and safety tests. The unit was approved for the clinical use and it was being returned to the customer. At last the fse had clarified that the unit display is working properly and it did not requires any repair. There was no involvement of the patient.

Event description:
N/a.